Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle into the cartridge, insulin could not be injected into the cartridge during the loading process. Another cartridge was used with the same results. Customer observed blockage in the needle. Needle was replace and the cartridge was successfully filled. There was no reported impact to blood glucose.